Event description:
It was reported the subject device exhibited lots of black spots inside the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The subject device was a duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d4, d10. The device was returned to olympus for inspection, and the reported failure was identified as discoloration in the biopsy channel. In addition, the following reportable malfunctions were identified during the device evaluation: chipped objective and light guide lens adhesives. A root cause for the reported discoloration event could not be identified. Based on the results of the investigation, the most probable cause was expected or random component failure without any design or manufacturing issue. A definitive root cause for the adhesive malfunctions could not be identified. Based on the results of the investigation, the most likely causes were not established. Olympus will continue to monitor field performance for this device.